Manufacturer narrative:
Device MFR date unk. Medtronic rep reinstalled software and the issue has not been replicated and has not occurred since. No impact on pt outcome reported.

Event description:
Surgeon reported a problem with the treon system using the spine synergy software. The treon failed six times yesterday during the surgery. Surgeon completed surgery with navigation. No impact on pt outcome reported.